Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump was damaged. The customer did not provide their blood glucose value at the time of the incident. The damage included a crack near the reservoir compartment and possible missing reservoir retainer ring. There was no confirmation if the reservoir was able to lock in place. No significant details leading up the damage were provided. The insulin pump will not be returned for analysis.